Event description:
Product returned to manufacturer with report of "normal battery depletion" 20 months post implant. Follow up with hcp revealed that the pt had been referred from another hcp who had tested the device and determined it "wasn't working and the pt needed a new pump or catheter." The device was determined to be "emptying ok" but the pt was so ill with severe withdrawal and rebound spasticity so it was not known where the drug was going. It was determined that the system should be replaced. Pt is doing "ok" since replacement of system.

Event description:
Product returned to manufacturer with report of "normal battery depletion" 20 months post implant. Follow up with hcp revealed that the pt had been referred from another hcp who had tested the device and determined it "wasn't working and the pt needed a new pump or catheter." The device was determined to be "emptying ok" but the pt was so ill with severe withdrawal and rebound spasticity so it was not known where the drug was going. It was determined that the system should be replaced. Pt is doing "ok" since replacement of system.